Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient is experiencing discomfort at the pocket site, tenderness, chills etc. Health care professional (hcp) gave patient antibiotics and is doing blood work on her to see if she has an infection. The issue has not been resolved at the time of this report. Unknown if surgical intervention occurred, rep will follow up for more information. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the blood work confirmed no infection. Patient was reprogrammed as a method of intervention. The symptoms have not resolved yet. No further patient symptoms or complications were reported in this event.